Event description:
The customer reported his blood glucose meter would not turn on when the button was pressed and when the test strip was inserted into the port. As a result, the customer reported he experienced symptoms of hyperglycemia. The customer was reportedly diagnosed with severe hyperglycemia, and treated with insulin and an intravenous saline medication. The customer additionally reported he took his regular diabetes and non-diabetes medications to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.